Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was used, however; a distal strut damage was noted. The procedure was completed with another of the same device and no patient complications were reported.